Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll singapore for evaluation. The malfunction was duplicated and attributed to the autocal valve on the smart pneumatic module. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.